Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call connectivity issue and high blood glucose. The customer's blood glucose was 427mg/dl at the time of incident and current blood glucose is 273mg/dl. Trouble shooting was performed and found blood at infusion set site when removed. Customer declined trouble shooting for the high blood glucose. Advice to change set and sending replacement. The insulin pump will not be returned for analysis.